Event description:
It was reported by the rep that the device was used during a laparoscopic sigmoid resection. It was reported following the sixth firing of the atb35, the surgeon noticed that the staples along the staple line appeared loose. Upon removal of the device, it appeared that the anvil had slipped forward from the normal position. The surgeon used a second atb35 to restaple the "loose" staple line and to finish the procedure. There was no consequence to the patient.